Event description:
During an angio-seal deployment, the anchor was set. When pulling back on the insertion sheath, the suture would not unspool and the physician felt it necessary to exert excessive force on the device to facilitate deployment. Subsequently, a vascular repair to the pt's right femoral artery was performed and the device was removed. The pt recovered and was discharged with a slight fever, requiring treatment with antibiotics. No further info could be obtained from the hosp. It should be noted that at the time of this event, the user has not been certified on proper deployment techniques for the angio-seal device. Had the physician been properly trained on the deployment of the device, he may have better understood the precautions recommended if difficulty is encountered when deploying the device.